Event description:
It was reported that during attempted implant of the lead the helix would not retract all the way and that it took twenty-five turns to make the tip of the helix retract all the way. It was also reported that the helix was out just far enough that it would "catch" while attempting to implant. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.